Event description:
Event description guidant received information that the patient with this pacemaker complains of sharp chest pains. After and ER visit, they sent him back home having told him he was ok. They could not check his pacemaker as they did not have a programmer. The patient felt a pain so sharp it doubled him over after he returned home. Technical services referred the patient back to the ER and told the patient that any md can call our company and request a representative to come help check out the device.